Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was no voltage from ventricular output. Follow-up information received found that the device was connected to a patient at the time of the event, but there were no patient complications. The device was switched to a different one right away.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification. Lower case is broken. Battery contacts are compressed. Battery release and ring cover are contaminated.